Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that 40 days after the implantation a decrease of sensing and an increase of pacing threshold was noted. X-ray confirmed a lead dislodgement. No adverse patient side effects were reported. The lead was repositioned.